Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Test transmitter voltage was performed and failed due to 0 vdc. A review of the share logs was performed and loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause was determined to be transmitter, reported allegation was not found. The reported event of signal loss over 1 hour is reportable based on transmitter voltage failed due to 0 vdc. No injury or medical intervention was reported.